Event description:
It was reported that the left ventricular (lv) lead was noted to have loss of capture which was resolved by reprogramming the device. The patient is enrolled in the v3 post market clinical study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 2872 adaptor, (B)(6) 2011. (B)(4).